Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to the common bile duct during a biliary drainage procedure performed on an unknown date. According to the complainant, during the procedure, the first flange of the stent was deployed inside the bile duct but was then pulled out of the target location. The device was removed from the patient with the stent still partially deployed on the delivery system. Another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.